Manufacturer narrative:
(B)(4). The er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 11 clips as intended; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n90y70. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please provide further clarification on the event. Did the clip applier jam when it was being fired initially? When the "five clips were used but would not stay clipped." What shape (formation) were the clips? Were the clips unformed? Were the clips malformed? Were the clips scissored? Did the clips fall off of tissue or vessel they were applied to? How was the case completed? Was there any patient consequence as a result of the event? Response received: it did jam initially and then as far as what happened with the other 5 clips, I am not able to get clarification. It was reported that the patient was not affected.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applied jammed initially and then five clips were used but would not stay clipped. It is unknown how the case was completed. There were no patient consequences reported.